Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with cgm and fingerstick values in the low range and continued decline despite initial treatment; the patient consumed oral carbohydrates including juice, glucose tablets, sugar water, and candy until readings stabilized, and the patient was on a cruise without fast-acting carbs readily available. Symptoms included hypoglycemia, malaise, and hot flashes or flushing. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, with usage problems identified and insufficient information regarding a specific device malfunction, and the device component implicated was the user interface due to reliance on on-device guidance and user actions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, unintended use error contributing to the event, and cause not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.